Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Insulin pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. Pump passed the displacement. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.